Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high shock lead impedance out of range at 127 ohms. There are no stored episodes, however the trend shows a recent variability in measurements. Technical services (ts) was consulted and advised the review of the shock impedance measurement trend shows 80 ohms and does not appear to be trending upwards. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation. At this time, the lead and device remain in service. No adverse patient effects were reported.